Event description:
A user facility reported multiple cases of tass following cataract procedures. Per the reporter, the cases have occurred sporadically, in no particular order, and with multiple surgeons. The majority of cases are resolving with topical steroids. In this case, the pt exhibited symptoms of taxx characterized by inflammation, fibrin and hypopyon within 24 hours of an uneventful cataract procedure. The pt was referred for tap and calture of the anterior chamber and vitreous and received an intravitreal injection of an antibiotic and steroid. Cultures were negative and symptoms resolved without sequelae. Visual acuity 14 days post-op was 20/20. The facility is investigating multiple potential causes, including cleaning and sterilization procedures, environmental factors, instruments and products used during cataract procedures. The reporter states they perform an average of 40 surgeries per day, cycle two instrument trays per room, have re-useable cannula, and some or personnel are recently hired. Epinephrine is added to the irrigating solutions and patients receive intracameral vancomycin. On 05/04/2006, a listing of products and lot numbers currently in stock was provided by the reporter. With the exception of the iol lot/serial numbers, the facility is not able to identify if any of the product lots listed were specifically used on patients who developed tass. A site visit by a nurse consultant was requested to assist the facility with their on-going investigation. The visit took place on 05/10/2006. The nurse consultant reports the facility is presently considering an association between tass and the iols and/or viscoelastics. The consultant identified several areas for consideration following the visit including: use a compounding center rather than a nurse to compound medication; use an etoh rinse after decontamination phase prior to sterilization; use disposable cannulas; prior to use, examine I & a handpiece and reusable cannulas and injectors under a microscope for any signs of debris or residuals; spend add'l time at the end of the case flushing the eye with balanced salt solution; and, use enzymatic cleaner that has not expired.